Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was impacted. The customer did not provide any additional information and chose to not perform any troubleshooting with tandem technical support to determine a possible cause of the occlusion.